Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown pfna blade, quantity 1. Additional product: hwc. (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Patient was implanted with a pfna (proximal femoral nail antirotation) fixation system implanted on an unknown date in the philippines. Patient requested removal of the pfna due to irritation and discomfort. Patient was taken to the operating room on (B)(6) 2013 for removal. Implants could not be removed and patient was closed. Patient was again returned to the operating room on (B)(6) 2014 for removal of implants. The pfna extraction tool was not able to engage the end of the helical blade since the locking washer tip had broken off during the previous surgery in (B)(6) 2013. There was a two hour delay in the case, and the surgery was again aborted. Implants currently remain in the patient. This report is for an unknown pfna blade. This report is 2 of 3 for complaint (B)(4).